Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose read high (>500mg/dl) while wearing the pod on her abdomen for longer than 48 hours. She passed out and hit her head, had to go to the emergency room via an ambulance that was called, and was diagnosed with hyperglycemia. She was also experiencing a headache from the fall. Treatment while in the ambulance included IV fluids and zofran. At the hospital, she received tylenol for the headache and fluids. The mother had also given the patient a shot of 13 units and then another shot of 4 units at the hospital. The device was thrown away.